Event description:
It was reported that a getinge field service engineer (fse) encountered an out-of box failure of the battery during a cardiosave intra-aortic balloon pump (iabp) pre-sales check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h10, h11. Corrected fields: b5, h10. The getinge field service engineer (fse) that encountered the battery issue reported that the battery did not charge at all, and when it was installed in the iabp it gave off the message "battery unusable". The fse then tried to recharge the battery but it still showed in the iabp as " unusable". The back up battery was not properly detected and it was replaced with a new one. The iabp was then shipped out to the customer ready to be used clinically.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The back up battery was not properly detected which indicated it was faulty during a pre-sales check. It was replaced with a new one and the iabp was released for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an out-of-box battery failure. This was discovered during a pre-sales check. There was no patient involvement, and no adverse event reported.